Event description:
On 10/2/2004, the pt contacted lfs alleging that her one touch ultra meter was prompting the apply sample message. The senior medical affairs specialist spoke with pt's granddaughter on 10/5/2004. The pt's granddaughter reported that her grandmother was unable to test on one day prior to original date. She had guessed on her humulin insulin in the morning, as she was on a sliding scale regimen. She was also prescribed 10 units of lantus in the evening; however, she had not taken the prescribed dosage. The pt's granddaughter reported that her mother had info regarding the event. The smas mailed a letter since she could not be reached. On the next day, the pt reported that she had been feeling shaky and unable to test on the reported meter. She had tested and obtained a 336 mg/dl on a different band meter. It is unk if the other meter belonged to the medical professional. She reported that she treated with glucose by a medical professional. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know when she developed symptoms, and a possible result obtained by the medical professional, as she was treated with glucose. The customer svc rep confirmed that the pt had been using a sufficient sample size and using the correct testing technique. The csr walked the pt through retesting with a new test strip and new vial of test strips and tests did not start. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.